Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The guidewire was unraveled. The distal conductor was extrinsically distorted due to kinking/buckling. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the guidewire stuck in lead. The guidewire could be identified as the competitor guidewire. Visual inspection found the distal conductor was exposed and bulked at the lead distal end, and disconnected with the lv-1 ring electrode. The guidewire tip was unraveled and extended beyond the lead distal end. Buckling of distal conductor and damaged guidewire tip causing the wire stuck and could not remove from lead, damage during implant procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after reaching the target area with the left ventricular (lv) lead, it was not possible to retract the competitor guidewire through the lv lead. The lead was extracted and replaced. No patient complications have been reported as a result of this event.